Event description:
It was reported that the patient was admitted on (B)(6) 2022 for secretion at the driveline exit site. Upon admission, a computed tomography was performed which also revealed collection in both lungs. Cultures were taken from both the lungs and driveline exit site. Lung cultures were positive for acinetobacter. Driveline cultures were positive for staphylococcus. The patient experienced hyperthermia. They were treated with chlorhexidine and silve nitrate at the wound site and was given intravenous vancomycin. It was also noted that patient had recurring low flow alarms on (B)(6) 2022. The alarms were confirmed to have been related to the patient's hypovolemia and the alarms resolved with fluid management.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be confirmed through this evaluation. Low flow alarms were confirmed through the evaluation of the submitted log files. According to the account, the low flow alarms were due to hypovolemia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypovolemia could not be conclusively determined through this evaluation. The submitted controller event log file contained approximately 11 hours of events from 08nov2022 into 09nov2022. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. Transient, intermittent low flow alarms were captured throughout the file. Pi values were slightly elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2021 via order number. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. This IFU lists potential adverse events including infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. This IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU states that, ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." The IFU lists hypovolemia and infection as potential late postimplant complications. The IFU and patient handbook provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.